Event description:
It was further reported that the target lesion was 30 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement. The dissection was a grade a dissection which occured after stent placement and post dilatation. No intervention was required. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(6). Patient date of birth, patient sex, describe event or problem, other relevant history, device lot number, device expiration date, device manufactured date updated. (B)(4).

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The lesion being treated was located in the mid right coronary artery. The physician treated the lesion by implanting a 2.75 x 16 mm taxus liberte stent. There was good sizing in the proximal part of the vessel but in the distal end, there was a step down and what appeared to be an edge dissection. The dissection was treated with a 2.5 x 20 mm stent being passed through the original stent in an overlapping fashion to cover the entire acute marginal bend. Post dilatation was performed with 0% residual stenosis.